Event description:
It was reported that the timeter compressor power cord arced or shorted out causing a spark and or possibly a little fire in the back of the machine where the power cord plugs into the machine. No injuries to anybody there. Also there was no damage done. They said they called the fire dept. We swapped out the machine to another one and hooked the pt back up to the machine. She took pictures of the machine also the location where the pt was at the time of the event. I believe that because the machine is moved on a rolling cart day after day, that the machine keeps getting pressed against the wall. So where the power cord meets the machine, the plug might have gotten split from being pressed against the wall, due to moving the cart back and forth, from the pt's room to the hall where he sits. But this is only my conclusion on how this might have happened.

Manufacturer narrative:
Appliance inlet plug was bent to the point a wire came loose inside and started a fire which melted the plug. Power cord on which plug melted and burnt was made in a foreign country. It is gray in color and does not have a hosp grade plug on the other end. The power cords which allied ships with the units are black in color, and come with a hosp grade plug. Therefore, the power cord that was damaged and then melted and burnt was not the original power cord supplied by allied. The unit functioned properly when connected with a new hosp grade power cord. Unit had been in service for over 11 yrs when this incident took place.